Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer reset the pump to resolve the issue. Additionally, it was reported that the pump time was incorrect; cause was not known. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. The customer's blood glucose level ranged from 240-338 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.